Manufacturer narrative:
Concomitant products: vanguard cemented cruciate primary tibial tray 63mm: item number: 141231, lot number: j384491. Vanguard cementless cr porous femoral right 62.5: item number: 183046, lot number: 016350. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It has been reported that following a total knee arthroplasty, the patient is experiencing pain. There are no issues visible from the radiological tests performed. The surgeon is performing more tests and examinations on the patient.

Manufacturer narrative:
No devices were received; therefore the condition of the components is unknown. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause cannot be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.